Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) implant procedure, and there were no noted issues or complications. Postoperatively the patient was noted to be moving well with all four extremities. Approximately 5-10 minutes after arriving in the post anesthesia care unit, the medical staff began to notice a weakness in the patients right arm and leg. The physician ordered a CT (computed tomography) scan however it was unremarkable with no sign of epidural bleed or cord compression. Thirty minutes later weakness had progressed to near paralysis of the patients entire right side. X-ray imaging revealed that the lead remained well positioned and had not migrated. A CT head was ordered to check for cranial bleed or cerebral vascular accident (cva), however the results are unknown. The patient was admitted to the hospital beyond standard of care. The physician believes the paralysis is possibly related to the procedure however not device related.

Manufacturer narrative:
Update to initial MDR in b5.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) implant procedure, and there were no noted issues or complications. Postoperatively the patient was noted to be moving well with all four extremities. Approximately 5-10 minutes after arriving in the post anesthesia care unit, the medical staff began to notice a weakness in the patients right arm and leg. The physician ordered a CT (computed tomography) scan however it was unremarkable with no sign of epidural bleed or cord compression. Thirty minutes later weakness had progressed to near paralysis of the patients entire right side. X-ray imaging revealed that the lead remained well positioned and had not migrated. A CT head was ordered to check for cranial bleed or cerebral vascular accident (cva), however the results are unknown. The patient was admitted to the hospital beyond standard of care. The physician believes the paralysis is possibly related to the procedure however not device related. Additional information was received that all tests performed have been normal. It is unknown what caused this post-operative issue. The patent was discharged from the hospital, the patient has not completely recovered however has improved significantly and is expected to fully recover.